Manufacturer narrative:
(B)(4). It is unknown what caused the intraaortic mural thrombus. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. During the procedure, after the endovascular treatment, the patient experienced decreased pulse in the left popliteal and diminished capillary filling. It was reported that the computed tomography angiography identified thrombus. The patient underwent a popliteal exploration and tibial embolectomy. A fogarty catheter could not be advanced through the anterior tibial artery,which appeared chronically occluded. The fogarty catheter was able to be advanced down the posterior tibial and peroneal artery, the appearance of intraaortic mural thrombus was noted. The fogarty catheter was manipulated down each vessel to approximately 10 cm past the vessel. A completion arteriogram showed significant spasm. Because of this intraarterial nitroglycerin was administered , 2 ml diluted with 2 ml of normal saline. A completion angiogram showed marked resolution of the spasm in the tibial vessels with inflow all the way down to the foot. The inflow then was flushed as well. Good and excellent inflow was noted and the popliteal artery was repaired with a running 6-0 prolene suture. Flow was restored. Doppler signal was immediately apparent at the level of the foot and after adequate hemostasis, the incision was irrigated with antibiotics and thrombin. Gelfoam was placed in the incision, which was closed with multiple layers of 3-0 vicryl in interrupted sutures and running 3-0 vicryl, 4-0 vicryl and 4-0 monocryl.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2016, the patient experienced limb ischemia due to an occluded device on the left side, however the device was patent distally from the external iliac artery. On (B)(6) 2016, the patient underwent a thrombectomy procedure and the device was extended with an additional graft. No further adverse events have been reported.